Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported alarm. Evaluation experienced a constant reload set alarm, caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed to remove the IV line even without a loaded set. It was also reported that there was no patient involvement.